Event description:
It was reported that during a procedure, the fox plus balloon dilatation catheter (bdc) was inflated and ruptured at 13 bar (atmosphere (atm). During removal of the bdc it became stuck on the distal end of the unspecified sheath. Force was applied to the device and the shaft became separated into 2 parts. The proximal portion was easily removed, however, only after exchanging the sheath to an 8 fr size could the distal portion of the shaft be successfully removed. The puncture site was surgically closed. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.